Event description:
The customer's mother stated that the customer was hospitalized for diabetic ketoacidosis and the blood glucose levels over 600 mg/dl. The customer was lethargic and was vomiting at the time of the hospitalization. Troubleshooting was performed. Found that the basal rates were programmed correctly, but the time and date were incorrect. The insulin pump passed the prime test, but the customer did not have the tubing clamp to perform the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.